Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the radius side assessed as fold flaw opening. Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.